Event description:
Caller reported an error in their continuous glucose monitor (cgm), specifically a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and guided the caller through the process. After resetting the pump, the cgm error did not appear again, and the caller successfully started their sensor session.